Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant continued: 5076-45 lead; 419388 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was noted with t-wave oversensing (twos) during the in-office check. Reprogramming sensitivity resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.